Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported on (B)(6) 2022, a (B)(6) year-old-male child patient's infusion set's tubing detached/broken at site connector. The infusion set had been used for less than a day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.